Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02450; 0001822565-2022-02451. Medical products: item#: unknown, unknown glenoid; lot#: unknown; item#: unknown, unknown humeral head; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as they remain implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision surgery for an unknown reason on an unknown date. However, no revision procedure has been reported to date.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. The following sections were updated: b4; b5; g3; g6; h1; h2 upon receiving additional information of the reported event, it was determined this product should not have been reported. The initial report should be voided.

Event description:
Upon receiving additional information of the reported event, it was determined this product should not have been reported as it did not contribute to the reported event. The initial report should be voided.